Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the scs system was explanted and replaced to address the issue. Effective therapy was restored.

Event description:
Additional information was received that both leads had high impedances and were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000040814.

Event description:
Related manufacturer reference number: 1627487-2023-04365. It was reported the patient was experiencing discomfort at the ipg site and ineffective therapy due to high impedances on one lead. Surgical intervention may occur later to address the issue.